Manufacturer narrative:
Result: the psc054 was ovalized approximately 3.0 and 42.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the catheter could not be introduced into a sheath because it was kinked. Evaluation of the returned device revealed ovalization in the distal shaft. This type of damage typically occurs due to improper handling during preparation or use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may become ovalized due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. The physician was unable to advance a 5max catheter through the sheath. Upon removal, the 5max catheter was found kinked and was not used. The procedure continued using a new 5max catheter. There was no report of an adverse effect on the patient.